Manufacturer narrative:
Updated data: d. Suspect medical device. H4. Device mfg date h6. Dcs return status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, massive hemorrhaging and hemorrhaging at the access site occurred. It was reported that approximately 1 month and 2 weeks later, the patient passed away. The cause of death was sepsis due to bedsores or the "cutdown" procedure. Per the physician, neither the device nor the procedure contributed to the patient's death.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, massive hemorrhaging and hemorrhaging at the access site occurred.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID {{evfxplus}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{b)(6) 2025}}; explant date {{na}} h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, massive hemorrhaging and hemorrhaging at the access site occurred. It was reported that approximately 1 month and 2 weeks later, the patient passed away. The cause of death was sepsis due to bedsores or the "cutdown" procedure. Per the physician, neither the device nor the procedure contributed to the patient's death.

Manufacturer narrative:
Corrected data: d10. The valve is not a concomitant device. This is a system report; section d information references the main component of the system and was in use with the dcs which cannot be excluded as a contributing factor to the adverse events: FDA site ID: (B)(4). Suspect medical device 3. MFR name: medtronic mexico s. De r.l. De cv, street 1: av. Paseo del cucapah #10510, MFR city: tijuana, MFR region: bc, country code: mx, postal code: 2221. Medtronic product brand name: evolut fx plus valve; product ID: evfxplus-29; serial: (B)(6); manufactured date: 2024-12-05; use by date: 2026-12-05; UDI: (B)(4); implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, massive hemorrhaging and hemorrhaging at the access site occurred. It was reported that approximately 1 month and 2 weeks later, the patient passed away. The cause of death was sepsis due to bedsores or the "cutdown" procedure. Per the physician, neither the device nor the procedure contributed to the patient's death.